Event description:
It was reported that a user starting a dexcom g7 sensor encountered an issue during warmup, then saw a start sensor prompt and received an invalid pairing code until switching to the correct g7 sensor type and entering the code, after which the sensor started successfully. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included user guidance on verifying the active sensor type, reattempting sensor start and reentering the correct pairing code. Investigation of this case revealed use error related to attempting to pair with the wrong sensor type and entering an invalid code, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.